Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an air supply failure. The issue was found during preparation for use in an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported events in section b5 the following issues were discovered; the air supply volume did not meet the standard value due to the clogged nozzle, the bending angle in up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the water supply volume did not meet the standard value due to the clogged nozzle, the water removal ability did not meet the standard value due to the clogged nozzle, there was deterioration or discoloration due to chemical stress during reprocessing (caused by handling) and the distal end had a crack. Additionally, the connecting tube had a scratch, dent, discoloration, and a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.